Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site leaked due to ruptured tubing. This occurred during infusion with contrast. It was stated that they were using a injector. While injecting contrast the line ruptured causing contrast to be leaked. There was no patient injury or medical intervention associated with this event. No additional information is available.